Manufacturer narrative:
Batch review perfored on 30-may-2023: lot 2241318: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the e-cross liner. The surgery was completed successfully.